Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon went to the instrument through the trocar on a laparoscopic gastric bypass, it damaged the seal and air or gas leaked from the device. A new tracer was used to complete the course. There was no patient injury.